Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that as the surgeon was removing a groin tumor, the instrument jaws could not longer be closed. The surgeon opened another instrument and successfully completed the procedure. There was no pt injury or tissue damage reported. The device was returned for eval with the knife blade exposed.